Manufacturer narrative:
H6: device code 1494: off label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated, that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -10.5/1.0/123 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens, due to low vault. The problem was resolved. The cause of the event was reported as unknown.